Event description:
It was reported that during surgery, the journey femoral impact bumper left broke. All pieces were recovered and no delay was reported. The outcome of the patient or how was the procedure concluded is unknown.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The device has fractured and is no longer able to perform its designed function. The device was manufactured in 2016 and shows signs of extensive use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.this is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. B5

Event description:
It was reported that bumper peg broke. It is unknown if this event occurred during a procedure.